Event description:
A customer contacted beckman coulter regarding errors obtained when using control material on coulter lh 750 instrument. The instrument was setup for service. While a field service engineer (fse) was servicing the instrument on the next day, the customer reported that several drs had questioned the low hgb results. The fse performed service on the instrument and repeated controls and pt samples with good results. The next day, the customer reported the same problem with the control and lower values for hgb. The customer was asked not to run the analyzer until the problem was resolved. Printouts have been requested by beckman coulter (bci) several times, but have not been received. There was no change to pt treatment, death or serious injury associated with this event.

Manufacturer narrative:
Inspection summary: the fse was dispatched to the customer lab in 2006, the fse inspected the intrument and discovered that wbc diluent dispenser pressure line was crimped. The fse replaced the tubing associated with the wbc bath drain and the hgb cuvette drain. The fse identified additional hardware issues on the instrument and replaced the suspected hardware. The fse replaced the diff shear valve. The fse verified repair per established procedures; the results meet published performance specifications. The fse returned to the customer lab on the next day. The fse replace hgb lamp and all hgb vent and pressure tubing. The fse verified repair per established procedures the results passed within specifications. As 07/19/06, no additional incidents of low hgb or wbc have been reported. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.